Manufacturer narrative:
Product event summary: the device was returned in its unopened original shipping package and analyzed. Analysis of the device confirmed anomalous tel-c and determined the cause to be an open circuit within diode d301.

Event description:
It was reported that prior to use, the device was interrogated with the programmer and the wireless telemetry went "in and out." The device was not used. No patient involvement.